Event description:
Tissue injury/burn after right tympanoplasty procedure involving use of the opmi movena/s7 microscope. The posterior aspect of the ear was noted to be reddened after case complete; injury progressed to a large area of injured tissue behind the right ear that appeared as a burn. The center of the area was dark with sloughed skin and scabbing.